Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) for failure analysis. The usm was tested on an in-house system failed normal mode and triggered 23087 and 23138 errors on degrees-of-freedom (dof) 6. The instrument sterile adapter (isa) board was swapped out with a new one and the errors no longer occurred. The original isa board was reinstalled, and the errors returned. The usm was tested with a new isa board and went through more testing on a patient side cart fixture test platform (pftp). It passed all tests performed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to start, post anesthesia of a da vinci-assisted hysterectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) reported that arm 3 was disabled as error appeared on the screen during draping arms. A tse instructed to hard power cycle the system, but the issue still persisted. Error 17 and 32 was reported in the logs for communication failure in the surgeon side console (ssc). The tse suggested to hard power cycle and reseated blue fiber cables at patient side cart (psc) and ssc. The issue got resolved and site was proceeding for system setup. However, error 23138 reported pointing to arm 3 when docking instrument and was unable to recover the fault. The tse suggested to disable arm 3 and proceed with 3 arm procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter informed that arm 3 was disabled and the procedure was completed robotically. The patient demographics was not available.

Manufacturer narrative:
Based on the claim against the product by the customer noting issues with arm 3, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. The complaint regarding issues with arm 3 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.